Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It was reported that the mesher was not meshing properly. Attempts have been made and no further information is available at this time.

Manufacturer narrative:
This follow up report is being submitted to report additional information.

Event description:
It was reported that the device was not meshing properly. This event occurred prior to surgery. No harm or serious injury was reported. No further information is available at this time.

Manufacturer narrative:
This follow up report is being submitted to report additional information. On april 24, 2018, it was reported that the device was not meshing properly. The customer returned a skin graft mesher device, serial number (B)(4) for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Medicrea has previously repaired/evaluated skin graft mesher serial number (B)(4) one time as documented in the vdoc service portal. The last repair was october 18, 2017 where it was reported that it was not possible to remove the ratchet from the mesher and the bottom roller, roller gear, carrier guide, side plates, stabilizer feet, comb, bearing washer and ratchet gear were replaced. This is not a related issue. Product review of the skin graft mesher by medicrea on april 30, 2018 revealed that no problem could be found with the device. The device will be checked, calibrated and a sample will be provided with the customer report. The service technician noted that no cutters were returned for evaluation. It is very important to have the correct cutters to make a good sample. If the cutters used by the customer are old, damaged or worn the customer has a potential risk to damage the graft. Repair of the skin graft mesher was performed by medicrea on may 23, 2018 which did not necessitate the replacement of any components. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable since during the product review by medicrea it was noted that no problem could be found with the device. The device will be checked, calibrated and a sample will be provided with the customer report. The service technician noted that no cutters were returned for evaluation. It is very important to have the correct cutters to make a good sample. If the cutters used by the customer are old, damaged or worn the customer has a potential risk to damage the graft. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review by medicrea it was noted that no problem could be found with the device. The device will be checked, calibrated and a sample will be provided with the customer report. The service technician noted that no cutters were returned for evaluation. It is very important to have the correct cutters to make a good sample. If the cutters used by the customer are old, damaged or worn the customer has a potential risk to damage the graft. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.